Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol perfix plug, reference number 0112960, lot number huvh0306 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of perfix plug, patient was diagnosed with pain, erythema, cellulitis, scar tissue, bacterial infection and purulent discharge and thereby underwent repair with removal surgery. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2014, the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol perfix plug, reference number 0112960, lot number huvh0306 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open hernia repair with the implant of perfix plug. Per operative notes, ¿a direct inguinal floor defect was identified. A perfix plug was placed on the defect and sutured. The patch was placed to reconstruct the floor and placed to the pubic tubercle and sutured. The tails of the mesh were reapproximated lateral.¿ on (B)(6) 2015 - patient was diagnosed with abscess, erythema with surrounding cellulitis over the area of bruise. On (B)(6) 2015 to (B)(6) 2016 - patient had right inguinal abscess at the site of prior inguinal hernia scar, also pus noted exuding from opening from center of inguinal scar, excision of granulomatous tract and cellulitis was resolved also underwent exploration of abscess. On (B)(6) 2016 - patient underwent excision of lesion on right inguinal area. On (B)(6) 2016 - patient had follow-up for right inguinal incision lesion and developed two skin blebs. The medial one had purulent discharge. On (B)(6) 2016, and (B)(6) 2017 - patient had follow-up for recurrent purulent drainage from small right groin incisional scar opening. On (B)(6) 2017 - patient was diagnosed with recurrent infection of right inguinal mesh thereby underwent removal of mesh. Per operative notes, ¿the spermatic cord was freed from surrounding tissue, there was a dense scar tissue noted around the sinus tract. The sinus tract was removed and the mesh was dissected through the external oblique fascia and freed the medial edge of the mesh from the pubic tubercle. The mesh was freed from medial to lateral and the tails were from the external ring. The mesh was freed from the surrounding tissue and completely excised.¿ attorney alleges that the patient had abscess, adhesions, nerve damage, pain, hernia recurrence, infection and emotional injuries. It is also alleged that the patient underwent additional procedures and surgery to treat infection and to remove mesh.